Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced parts to correct the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy surgical procedure and prior to ports placement, repeated recoverable error occurred on universal surgical manipulator (usm) 4. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse found error 32100 in the logs pointing to usm 4. Since the procedure needed all four usms, the customer elected to use another patient side cart (psc) to complete the procedure. There was no reported injury.